Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: complaint 1 of 2: (B)(4).complaint 2 of 2: (B)(4). I received an email from the pharmacist regarding an incident occurred on wednesday 12th of december with our clip applier epix. During lap chole, the clips used to close the vessels did not come out or did not close properly. According to the nurses team in the operating room, it is not the first time that this kind of incident occurred. They placed the faulty clip applier aside and took another one to continue and finish the procedure. Additional information received from applied medical representative via email on 15dec23: this incident has occurred at least 3 times. The trigger could be moved as normal. The trigger was squeezed "plastic to plastic". The surgeon mentioned that he observed that the black plastic at the back of the jaws was not aligned with the jaws themselves. He has not been able to insert the clip applier into the 5mm kii trocar and has to open a 10mm to get into the cavity and perform the lap chole using our clip applier. The surgeon fully skeletonized the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize the vessel. The clips did not fully close. The clips misaligned. Patient status: ok intervention: they placed the faulty clip applier aside and took another one to continue and finish the procedure.

Event description:
Procedure performed: lap cholecystectomy event description: (B)(4). I received an email from the pharmacist regarding an incident occurred on wednesday 12th of december with our clip applier epix. During lap chole, the clips used to close the vessels did not come out or did not close properly. According to the nurses team in the operating room, it is not the first time that this kind of incident occurred. They placed the faulty clip applier aside and took another one to continue and finish the procedure. Additional information received from applied medical representative via email on 15dec23: this incident has occurred at least 3 times. The trigger could be moved as normal. The trigger was squeezed "plastic to plastic". The surgeon mentioned that he observed that the black plastic at the back of the jaws was not aligned with the jaws themselves. He has not been able to insert the clip applier into the 5mm kii trocar and has to open a 10mm to get into the cavity and perform the lap chole using our clip applier. The surgeon fully skeletonized the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize the vessel. The clips did not fully close. The clips misaligned. Patient status: ok intervention: they placed the faulty clip applier aside and took another one to continue and finish the procedure.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.